Event description:
The event involved a spinning spiros® closed male luer. It was reported that when the medical team uses the connector, it unscrews itself from the tubing after screwing it on completely causing some leakage of dangerous medication. The complaint was noticed during/after use patient use. The complaint category is fail to function/defective. The problem occurred for the first time. The defective spiros have been noted on bolus syringes of 5-fu (fluorouracil). Din: 02473771. The nurses had to administer the medicine in pairs (instead of just one nurse as usual) because one of the two had to hold the spiro connected to the tubing in place after having screwed it in. The impact for the patient was a longer treatment time in the chair, and probably a concern related to the unusual administration of the drug. There has been no unprotected exposure of chemotherapy to the patient and/or health care provider because the nurses had not yet weighed on the plunger of the syringe when the problem occurred. There was no spill kit used. There were no defects noted on the tubing set before it was used. The tubing was replaced, and therapy resumed. The product was prepared again with another spiro from the same batch and the problem appeared again. The connection between different batches of tubing with different batches of spiro was tested, and the problem occurred with spiro batch 13663072, regardless of the batch of tubing used. The problem was viewed by 3 nurses, 2 pharmacists and 3 pharmacy technical assistants. The side attached to the syringe was not defective, only the side attached to the tubing. There was patient involvement but no patient harm.

Manufacturer narrative:
E1: initial reporter email is (B)(6). The complaint of disconnection and leakage on the k7040-001 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13663072 was reviewed and no non conformities were found that would have led to the reported complaint. Additional contact for additional questions: cardinal health canada quality assurance team gmb-can-chc-complaints@cardinalhealth.com. Complaint reference (B)(4).